Event description:
Consumer claims her heating pad caught fire. No injuries were reported with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided. Heating pad is bunched/crushed which is a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.